Event description:
The 44 125 cement in cement stem was introduced into an existing cement mantle without the centralizer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.